Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis as well as hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A nurse contacted insulet on behalf of a patient who had been transported to the hospital for abdominal complications and was additionally found to be in hyperglycemia with diabetic ketoacidosis. The nurse's primary question concerned setting up the omnipod 5 system on the patient's parent phone because the patient's phone was no longer compatible. The nurse reported that the patient had been wearing the pod, though the continuous glucose monitoring sensor had failed and the glucose could not be corrected. The patient was hospitalized for four days and discharged on (B)(6) 2026. Reported symptoms included abdominal pain and high glucose, and treatment included morphine and abdominal-related medications. The patient's parent later confirmed that they were not present with the patient during the event. Due to limited available information, product support was unable to complete full-medical event documentation or assess potential pod involvement. A supplemental report will be provided if additional information becomes available. Dexcom was notified of the event on (B)(6) 2026.